Event description:
It has been reported to philips that, geometry movements was not available. System was in clinical use. No harm has been reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. The philips remote service engineer (rse) inspected the system on site and confirmed that the geometry movement were not available. Rse suspected motor assembly error, possibly motor drive issue or pot possible as well in long drive of table. Review of log file stated that the system had motor assembly error. The rse suggested first to clean rail vigorously and tighten long motor to rail and replace pot if necessary. After performed service, the system was returned to use with limitation as accepted by the customer.